Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported two turbo-ject standard power injectable PICC line peel aways cracked. To date, additional information regarding the patient and event have not been made available.

Manufacturer narrative:
A review of the instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.